Event description:
This report is for pt 1 of 3. Healthcare professional reports: protime system inr result 6.6. Unspecified reference system inr result 2.64. Pt therapeutic range 2.0 - 4.0 inr. No report of adverse events, serious injury, or intervention.

Manufacturer narrative:
(B)(4).